Manufacturer narrative:
MFR. Report reference number is: 1627487-2018-07125 not 1627487-2018-01725 as previously reported.

Event description:
Device 2 of 2, reference MFR. Report#: 1627487-2018-07125. It was reported the patient underwent surgical intervention on (B)(6) 2018, wherein the same lead was relocated and reconnected to the same ipg. Reportedly, effective therapy resumed following the procedure.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2, reference MFR. Report#: 1627487-2018-01725. It was reported the patient was not receiving stimulation coverage from the scs system. The patient also suffered a recent fall. Diagnostic testing revealed high impedance values on multiple lead contacts. X-rays revealed the lead has migrated and pulled out of the ipg header. As such, the patient may undergo surgical intervention to address the issues.